Event description:
The customer reported to philips healthcare that the heartstart mrx was "constantly beeping." There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.